Event description:
The pt reported the micl12.1 implantable collamer lens rolled upside down when it was inserted and had to be re-implanted. Due to the trauma to the eye, the pt had very little vision for three days. Further info was requested from the surgeon, but not yet received. If any additional info is obtained, a supplement medwatch will be submitted. This is for the left eye. See MFR report # 2023826-2010-00206 for the other eye.

Manufacturer narrative:
(B) (4) - lens flipped upside down. (B) (4).